Manufacturer narrative:
Exemption number: e2015015.

Event description:
(B)(4). The dentist reported the non-osseointegration of a dental implant. Patient presented insufficient bone quality/quantity and bone graft was executed.